Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head image was black when plugged in. The issue was found, during preparation for use. For an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection, and the reported issue was not confirmed. However, device evaluation noted the unit failed a water leak test and there was a pin hole on the cable. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
See h11 for investigation results.